Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient being unresponsive, potentially overdose and requiring narcan was accidental overdose of oral medication. The patient was given narcan and observed at the hospital. The patient being unresponsive, potentially overdose and requiring narcan event had been resolved.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was found unresponsive on (B)(6) 2017. The hcp was not sure why and would like a manufacturer's representative (rep) to check and stop the pump. The patient was in the emergency department and they believed she had "potentially overdosed on her pain pump". The pump was not audibly alarming and they believed the last refill was done a couple of weeks ago. The patient had been given narcan. The hcp thought it might have dilaudid or morphine in the pump but did not know. No further complications were expected or anticipated.